Event description:
A head-liner exchange was reported. On (B)(6) 2013, the sales rep indicated the reason for the revision was due to liner wear.

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown secure fit liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.